Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty power switch. The specific cause of the faulty power switch could not be established at this time, however, damage to the front panel which exposed internal components may have contributed to the faulty power switch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the maintenance unit had a power switch issue, rocker switch was cracked and a suction foot was missing. The issue was found during maintenance. The device was returned to olympus for evaluation. During device evaluation, the power switch was found to be broken. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No patient involvement reported.

Manufacturer narrative:
During device examination, the reported issues were confirmed: the device had four missing suction feet and the rocker switch was damaged. Visual examination also showed the top cover, main chassis and rear panel were rusted; the power switch cap was torn off; the ac inlet port was worn; and the rocker switch had exposed internal components. Functional testing showed the two remaining suction feet had weak suction force. In addition, the air pressure did not meet with specifications due to a faulty air pump unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.